Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 3998, lot# v017927, implanted: (B)(6) 2007, product type: lead. Product ID 37752. Serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s left side stimulation was still working, but she was unable to get the right side ¿going¿ since two days prior to the time of report. It was noted that the patient¿s ins was eight years old on the day of the report; last (B)(6), implantable neurostimulator (ins) replacement had been recommended after seven years. Program settings were reviewed, and it was determined that program b helped the patient¿s left side and program c helped her right side. It was unclear what part of the body program a helped, and further troubleshooting was performed to find out whether program a helped both sides at the same time. After program a was activated, the upper limit icon displayed while stimulation was increased and the patient did not feel therapeutic effect. Then, program c was activated for the right side and stimulation was set to 3.40. The patient had pain right in the middle of her spine and down both sides. A scheduled appointment was recommended for device checks, programming, and potential device replacement. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.